Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. The disposable set was returned to terumo bct for evaluation. The disposable set was visually evaluated for any misassembly, or defect that could have contributed to the reported incident. Visual evaluation revealed that the ac filter was bonded upside down to the cassette. No other defects were noted during evaluation. Additionally, the 3-1 manifold was checked for leak, none were found. Terumo bct manufacturing staff were made aware of the reported defect. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be a manufacturing error where the ac filter was bonded upside down on the ac line.

Event description:
The customer reported that air was observed in donor draw/return line after ac was primed during an apheresis platelet procedure. There was no donor information as the procedure was discontinued prior to connecting donor.

Event description:
The customer reported that air was observed in donor draw/return line after ac was primed during an apheresis platelet procedure. There was no donor information as the procedure was discontinued prior to connecting donor.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. The disposable set was returned to terumo bct for evaluation. The disposable set was visually evaluated for any misassembly, or defect that could have contributed to the reported incident. Visual evaluation revealed that the ac filter was bonded upside down to the cassette. No other defects were noted during evaluation. Additionally, the 3-1 manifold was checked for leak, none were found. Investigation is in process, a follow-up report will be provided.